Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, capsule fell off into the patient's throat and was recovered. The patient was not injured following the procedure.